Manufacturer narrative:
It was reported there was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part number: 03.632.036, lot number: 6778548: release to warehouse date: 30 december 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads of a threaded screwdriver tip are deformed and some of it may have sheared off. It was discovered during a routine long-term evaluation set check and it is unknown when the damage occurred. There is no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the returned instrument was examined and the complaint condition was able to be confirmed as the distal threaded tip of the device was found to be broken and missing a segment. A definitive root cause was unable to be determined however the failure mode is consistent with rough handling over the life of the instruments (4+ years). The holding sleeve is used in the matrix spine system for screw insertion with an appropriate driver. Drawings for the sleeve were reviewed during the evaluation. The returned instrument was compared to the drawing and it was determined that the missing segment of tip is approximately 1.3mm long. A design change was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured after these changes were applied. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.